Event description:
Customer reportedly obtained a result of 110mg/dl while unresponsive. Customer's daughter called the paramedics who arrived 15 mins later and tested customer's blood glucose at 34mg/dl. Customer was given an IV by the paramedics, contents not provided. No valid quality controls were used. Requested return of suspect device and replacement was sent.